Manufacturer narrative:
Average age. Majority gender. Date of event and test: estimated date. The UDI is reported as unknown since the part and lot numbers were not provided. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record for this product was not performed since the part and lot numbers were not reported. It should be noted that the reported patient effect of embolism is listed in the instructions for use as a known patient effect of the procedure. A conclusive cause for the reported bradycardia, cerebrovascular accident, embolism, hypotension, thrombosis, tia-transient ischemic attach, prolapse and the relationship to the product, if any, cannot be determined. Based on the article and case information, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Additionally, treatments appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional patient effects and viatrac device, referenced are being filed under separate medwatch report numbers. Article: ¿impact of plaque dilation before carotid artery stent deployment.¿

Event description:
It was reported through a research article that the hi-torque supra core superstiff guidewire and the viatrac dilatation balloon catheter may be related to macroscopic debris, embolus, major and minor stroke, thrombus, thrombolytic treatment, hemodynamic depression including hypotension and bradycardia, and death. Specific patient information is documented as unknown. Details provided in the article titled: "impact of plaque dilation before carotid artery stent deployment.¿